Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that the adhesive was causing a skin reaction upon removal of the sensor. The patient also stated that the affected area was bleeding. On (B)(6) 2017, the patient called their endocrinologist. The endocrinologist recommended that the patient use skin tac. It was indicated that there was no infection and the affected area did not require treatment. At the time of contact, the patient was doing fine. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.